Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: aortic perforation following percutaneous coronary intervention in a patient with permanent pacemaker: a case report. European heart journal - case reports. 2025. 9, ytaf298. Doi: 10.1093/ehjcr/ytaf298. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding aortic perforation following percutaneous coronary intervention. The authors described a patient who presented to the hospital with intermittent chest pain over the previous three weeks. Chronic coronary syndrome was suspected and the patient underwent a percutaneous coronary intervention (pci) to left anterior descending artery. Two days after the pci procedure, the patient developed dizziness and profuse sweating and echocardiography revealed a large pericardial effusion and the patient experienced shock due to cardiac tamponade. An emergency subcostal pericardiocentesis with autologous blood transfusion was performed. During an emergency thoracotomy, the right atrial (ra) lead which was implanted six weeks prior was found to have perforated the aorta just above the sinus of valsalva, with active bleeding during each cardiac contraction. The perforation was repaired without the need for a lead repositioning. During the hospital stay, the patient developed a chest infection, which was managed with broad-spectrum antibiotics. The lead remains in use. No additional adverse patient effects were reported.